Event description:
The stent was implanted in 2001 in a tight proximal rca vessel. The pt returned to the hosp with symptoms of chf. Cardiac cath one event date revealed a total occlusion of the rca at the site of the stent implantation.